Event description:
Customer reported that the insulin pump alarmed button error and the buttons were unresponsive. Customer's blood glucose reading at the time of the call was 8.2 mmol/l. No further information reported.

Manufacturer narrative:
The unit was received with an unresponsive act button due to flattened dome (no crease). A button error alarm was not noted. The unit was received with minor scratches on the lcd window. The unit was received with cracks on the case at the display window corners.

Manufacturer narrative:
(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.